Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Later healtcare professional reported "multiple tears on shell surface". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "experienced a fall while jogging and there is a concern for implant rupture". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "experienced a fall while jogging and there is a concern for implant rupture". Later healthcare professional reported "multiple tears on shell surface". Later healthcare professional reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening, observed an opening device through microscopic inspection assessed as surgicla damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and non penetarting nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, b5, b6, d9, e1, g2, h3, h6

Event description:
Healthcare professional reported "experienced a fall while jogging and there is a concern for implant rupture". Later healtcare professional reported "multiple tears on shell surface". Later healthcare professional reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted.